Event description:
(Cc# 97-00752) after iabp for 12 hours, blood was noted in the tubing and an alarm sounded from the pump. The iab was removed and a second was inserted. (Event complications: none from the event - reported 6/30/97.) (Pt's current status: unk - rpt'd 6/30/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.